Manufacturer narrative:
(B)(4). Date sent: 8/21/2024. D4: batch #606c96. Additional information was requested and the following was obtained: please explain in detail what was the issue with the device. Did the device deliver any staples? If yes, were the staples formed properly? It made staples into middle. That formed staples were properly made. If yes, was the staple line complete? The line wasn¿t complete. It stopped in the middle of cartridge. Did the device cut? If yes, was the cut line complete? Yes, the device cut the line, but until the middle. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? I can¿t figure out. Was there any difficulty opening the device? If yes, how was the device removed from the patient? No, the surgeon used reverse button. If yes, did the jaws eventually open? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) There is no patient health issue with the device. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage and no reload present. In addition, an opened package was received along with the device. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: ensure battery pack is fully inserted into the device. An audible click will be heard when the battery pack is fully inserted (the instrument must be used within 12 hours of inserting the battery pack, the battery pack contains a built-in battery drain). Insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. Close the jaws of the instrument by squeezing the closing trigger until it locks in place. An audible click indicates that the closing trigger and the jaws are locked. When the jaws of the instrument are closed, the red firing trigger lock and firing trigger are exposed. Pull back the red firing-trigger lock to enable the firing trigger to be pulled. Fire the instrument by pulling the firing trigger; the motor will activate audibly. Continue to depress the trigger until the motor stops. To complete the firing sequence, release the firing trigger to activate the motor and automatically return the knife to home position where the motor will stop. In this position, the instrument is locked out until the jaws are opened and re-closed. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 606c96, and no non-conformances were identified.

Event description:
It was reported that when the surgeon tried to use echelon on the liver, it fired, but stuck with the tissue. No patient consequences reported.